Event description:
I purchased these pads at the store, noting in passing that they were "herbal-infused," but I didn't think much of it at the time. I was in a rush and only bought them because it was an emergency. After purchasing them, I put one on immediately and left the store. Almost immediately, I experienced an intense burning sensation on my vulva and everywhere the pad touched my skin. The discomfort escalated rapidly and became unbearable, but I was in a public place with no immediate way to remove the pad. Desperate for relief, I called my mother, who advised me to head home and take a shower. I left my friends and endured an excruciating 15-minute walk home, during which the burning sensation worsened. By the time I arrived, the pain was severe. I took a 25-minute hot shower, scrubbing repeatedly in an attempt to remove whatever was causing the reaction. Even after that, my skin continued to feel irritated and uncomfortable for another hour. Upon checking the label, I saw that the pads contain a "cooling herbal blend" with ingredients such as mint, lavender, and aloe. However, I also noticed that the second, third, and fourth ingredients listed were various methyl derivatives. This product did not feel "cooling"--it felt like someone had rubbed toothpaste or mouthwash all over my most sensitive areas. The sensation was not just uncomfortable; it was intensely painful. After researching online, I found that many other consumers have reported similar reactions. Mint essential oils and methyl compounds should not be applied directly to sensitive areas like vulvar skin, as they can cause irritation and burning. This experience was harrowing and extremely painful, and I believe this product poses a real danger to consumers--especially those who might not be able to wash it off immediately. This product should not be marketed as "cooling" when it causes severe irritation and pain. I urge the FDA to review its ingredients and consider issuing warnings or restrictions to prevent others from experiencing the same distressing reaction.